Manufacturer narrative:
(B)(4) there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, procedural factors contributed to the reported event. During manipulation of the safari guidewire, the wire was caught within the valve pinning one of the sapien3 valve leaflets and causing central aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure following deployment of a 23mm sapien3 valve, echo confirmed there was no aortic insufficiency. However, the xs safari guidewire in the left ventricle was causing arrhythmias. As the wire was pulled back, it got caught in the valve and was pinned against the leaflet of the valve. A change in the flow within the valve (mild to moderate central leak) was noted immediately after. The leak was not present during the first echo assessment. The leak was noted after the safari wire was pulled back and pinned against the leaflet. A second 23mm sapien3 valve was deployed slightly lower than the first valve resolving the central aortic insufficiency. The patient remained stable and was transferred out of the or. This event was attributed to the manipulation of the xs safari guidewire following valve deployment.